Event description:
It was reported that the patient's pain stimulator was not covering the right areas since they had their pump implanted due to infection in (B)(6) 2015. 701079916. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).